Manufacturer narrative:
The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. General surgical risks include superficial or deep infection and delayed wound healing. It is a known complication that a patient¿s age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. These devices are used for treatment not diagnosis. Correction: clinical code and component code.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2023. The patient was revised on (B)(6) 2024 due to infection. The glenosphere, adapter tray and liner were revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: a649789 - 304-21-09 - 8.5mm platform fx stem left a401944 - 320-01-36 - 36mm glenosphere a701681 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a547018 - 320-15-01 - eq rev glenoid plate a562086 - 320-15-05 - eq rev locking screw a719607 - 320-20-00 - eq reverse torque defining screw kit a423313 - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm a371351 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm a260558 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s489473 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm a196182 - 320-36-00 - 36mm humeral liner +0 unconstrained a552743 - 531-55-88 - ergo gps 3.2mm drill kit sterile a674665 - 531-78-20 - shouldr gps hex pins kit 4000123075 - a10012 - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. General surgical risks include superficial or deep infection and delayed wound healing. It is a known complication that a patient¿s age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.